Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third-party laboratory for microbiological testing. As a result of additional microbiological testing by a third-party laboratory, no microorganisms were detected from the sample taken from all channels of the device. The evaluation of the device by ofr confirmed that no device problem found. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified microbes (+1 cfu/100 ml). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.